Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("excessive and abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of her tubes never fully occluded / failure to occlude (close) fallopian tubes" and device difficult to use "had trouble with getting device inserted on right side". On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain ("abdominal pain near both ovaries"). In october 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced depression ("depression"). In june 2009, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced blood iron decreased ("low iron"), mood swings ("mood swings"), migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and mood altered ("moody"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy on (B)(6) 2009 / total hysterectomy and oophorectomy (bilateral)). Essure was removed in july 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, blood iron decreased and headache had resolved and the genital haemorrhage, mood altered, depression, fatigue, mood swings, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, blood iron decreased, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal dates provided as jun2009, jul2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2009: unilateral occlusion (left tube occluded) most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), moody, depression, low iron, fatigue, mood swings abdominal pain near both ovaries, migraine, headache, had trouble with getting device inserted on right side", reporter, lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("bilateral essure perforation/essure device perforating both cornua of the tubes"), pelvic pain ("chronic pelvic pain / pain"), haemorrhagic ovarian cyst ("ruptured hemorrhagic follicle cyst."), ovarian cyst ruptured ("ruptured hemorrhagic follicle cyst.") And genital haemorrhage ("excessive and abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 622741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble with getting device inserted on right side" and device ineffective "one of her tubes never fully occluded / failure to occlude (close) fallopian tubes". The patient's concurrent conditions included dysfunctional uterine bleeding, ovarian cyst ruptured and uterine fibroid (right pedunculated fibroid). In 2008, the patient experienced abdominal pain lower ("abdominal pain near both ovaries"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced depression ("depression"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced blood iron decreased ("low iron"), mood swings ("mood swings"), migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and mood altered ("moody"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy on (B)(6) 2009 / total hysterectomy and oophorectomy (bilateral)) and surgery (diagnostic laparoscopy with bilateral salpingectomy and drainage of left ovarian cyst). Essure was removed in (B)(6) 2012. At the time of the report, the fallopian tube perforation, haemorrhagic ovarian cyst, genital haemorrhage, mood altered, depression, fatigue, mood swings, abdominal pain lower and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, blood iron decreased and headache had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain lower, blood iron decreased, depression, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, mood altered, mood swings, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal dates provided as (B)(6) 2009, (B)(6) 2012. Per mr: bilateral salpingectomy/drainage of left ovarian cyst on (B)(6) 2009. Laparoscopic-assisted vaginal hysterectomy with right salpingo-oophorectomy ((B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: unilateral occlusion (left tube occluded) ultrasound showed a simple-appearing cyst in the left adnexa measuring 2.5 x 2.1 centimeters with a normal uterus and right adnexa. -pathology report: uterus, right tube and ovary, vaginal hysterectomy and right salpingo-oophorectomy: cervix- moderate chronic cervicitis and focal hemorrhage. Eendometrium- disordered proliferative phase. Myometrium- adenomyosis; intramucosal and subserosal leiomyomas. Fallopian tube- bilateral essure inserts present. Ovary- ruptured hemorrhagic follicle cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation and ruptured hemorrhagic follicle cyst." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("bilateral essure perforation/essure device perforating both cornua of the tubes"), pelvic pain ("chronic pelvic pain / pain"), haemorrhagic ovarian cyst ("ruptured hemorrhagic follicle cyst."), ovarian cyst ruptured ("ruptured hemorrhagic follicle cyst.") And genital haemorrhage ("excessive and abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble with getting device inserted on right side" and device ineffective "one of her tubes never fully occluded / failure to occlude (close) fallopian tubes". The patient's concurrent conditions included dysfunctional uterine bleeding, ovarian cyst ruptured and uterine fibroid (right pedunculated fibroid). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain lower ("abdominal pain near both ovaries"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced mood swings ("mood swings"). In (B)(6) 2010, the patient experienced depression ("depression") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraine"), headache ("headache") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced blood iron decreased ("low iron"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and mood altered ("moody"). The patient was treated with ibuprofen, iron, surgery (bilateral salpingectomy on (B)(6) 2009 / total hysterectomy and oophorectomy (bilateral)) and surgery (diagnostic laparoscopy with bilateral salpingectomy and drainage of left ovarian cyst). Essure was removed in (B)(6) 2012. At the time of the report, the fallopian tube perforation, haemorrhagic ovarian cyst, genital haemorrhage, mood altered, depression, fatigue, mood swings, abdominal pain lower and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, blood iron decreased and headache had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, abdominal pain lower, blood iron decreased, depression, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, mood altered, mood swings, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal dates provided as (B)(6) 2009, (B)(6) 2012. Per mr: bilateral salpingectomy/drainage of left ovarian cyst on (B)(6) 2009. Laparoscopic-assisted vaginal hysterectomy with right salpingo-oophorectomy ((B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) ultrasound showed a simple-appearing cyst in the left adnexa measuring 2.5 x 2.1 centimeters with a normal uterus and right adnexa. -pathology report: uterus, right tube and ovary, vaginal hysterectomy and right salpingo-oophorectomy: cervix- moderate chronic cervicitis and focal hemorrhage. Eendometrium- disordered proliferative phase. Myometrium- adenomyosis; intramucosal and subserosal leiomyomas. Fallopian tube- bilateral essure inserts present. Ovary- ruptured hemorrhagic follicle cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation and ruptured hemorrhagic follicle cyst." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received. Event added: abdominal pain. Lot no was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "one of her tubes never fully occluded". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("bilateral essure perforation/essure device perforating both cornua of the tubes"), pelvic pain ("chronic pelvic pain / pain"), haemorrhagic ovarian cyst ("ruptured hemorrhagic follicle cyst."), ovarian cyst ruptured ("ruptured hemorrhagic follicle cyst.") And genital haemorrhage ("excessive and abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble with getting device inserted on right side" and device ineffective "one of her tubes never fully occluded / failure to occlude (close) fallopian tubes". The patient's concurrent conditions included dysfunctional uterine bleeding, ovarian cyst ruptured and uterine fibroid (right pedunculated fibroid). On 28-oct-2008, the patient had essure inserted.in 2008, the patient experienced abdominal pain lower ("abdominal pain near both ovaries"). In october 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced depression ("depression"). In june 2009, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced blood iron decreased ("low iron"), mood swings ("mood swings"), migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and mood altered ("moody"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy on 17-jun-2009 / total hysterectomy and oophorectomy (bilateral)), surgery (diagnostic laparoscopy with bilateral salpingectomy and drainage of left ovarian cyst), surgery and surgery (laparoscopic-assisted vaginal hysterectomy with right salpingo-oophorectomy). Essure was removed in july 2012. At the time of the report, the fallopian tube perforation, haemorrhagic ovarian cyst, genital haemorrhage, mood altered, depression, fatigue, mood swings, abdominal pain lower and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, blood iron decreased and headache had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain lower, blood iron decreased, depression, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, mood altered, mood swings, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal dates provided as jun2009, jul2012. Per mr: bilateral salpingectomy/drainage of left ovarian cyst on 17-jun-2009. Laparoscopic-assisted vaginal hysterectomy with right salpingo-oophorectomy (10jul2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2009: unilateral occlusion (left tube occluded) ultrasound showed a simple-appearing cyst in the left adnexa measuring 2.5 x 2.1 centimeters with a normal uterus and right adnexa. -pathology report: uterus, right tube and ovary, vaginal hysterectomy and right salpingo-oophorectomy: cervix- moderate chronic cervicitis and focal hemorrhage. Eendometrium- disordered proliferative phase. Myometrium- adenomyosis; intramucosal and subserosal leiomyomas. Fallopian tube- bilateral essure inserts present. Ovary- ruptured hemorrhagic follicle cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation and ruptured hemorrhagic follicle cyst." Most recent follow-up information incorporated above includes: on 1-mar-2018: per mr: event: bilateral essure perforation, ruptured hemorrhagic follicle cyst was added. The case is medically confirmed. Her concurrent condition was added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.